Event description:
Received a copy of the customer's medsun report from FDA which states, ¿infusing levophed drip puddle noted on floor by the IV pump the actual amount in the IV bag should have been approximately 100 ml upon discovery, only 20 ml of levophed left in the IV bag fluid leakage for the IV tubing was likely above where the tubing is inserted into the IV pump there was no harm to the patient." An incomplete date of event of (B)(6) 2019 was provided. The customer states, "review of the med watch document indicates the date of (B)(6) 2019 time is 5:45 am."

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿infusing levophed drip puddle noted on floor by the IV pump the actual amount in the IV bag should have been approximately 100 ml upon discovery, only 20 ml of levophed left in the IV bag fluid leakage for the IV tubing was likely above where the tubing is inserted into the IV pump there was no harm to the patient." An incomplete date of event of (B)(6) 2019 was provided.